Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out-of-range (oor) shocking lead impedance (sli) measurements of greater than 200 ohms. All other measurements were good and stable. It was also reported that this patient received shock while performing an activity. A 1.1 joule sync commanded shock was performed in triad configuration which yielded a sli of 38 ohms. The physician was thinking of a circuitry issue with a 53 ohms in rv to can and 47 ohms in rv to right atrial (ra). Additional information indicated that the shock did not result to therapy exhaustion and the cause was not conclusively determined as during shock tests, the shocking impedance measurements were in range. The physician decided not to perform max energy shock for this patient any longer. Boston scientific technical services (ts) discussed the impedance measurements and suggested replacing the lead. The system remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.